Event description:
The abbott technical support specialist (tss) reported two unsuccessful calibration of the axsym rubella igg assay when integrating the rubella assay at the customer facility. The tss observed error code 1018 (calibration check failure, calibrator a, result too high), therefore, abbott sent the tss new reagents and calibrators. The tss reported no calibration issues with other axsym assays. The tss attempted recalibration with the new lot of reagent with the current and new calibrator material and observed the same error code. Abbott sent new calibrator and reagent material and a successful calibration was achieved and the issue was resolved. The suspect reagents and calibrators were returned for investigation purposes. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.